Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced chest pain. The target lesion was located in the 1st diagonal (1st dx) with 90% stenosis, a length of 10.0mm and reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 16mm taxus express2 study stent. The lesion was post-dilatated with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. The patient presented for 30-day follow-up and had been experiencing worsening exertional chest discomfort, since discharge. The patient had been placed on imdur and then nitroglycerin as needed. The patient had no acute ECG changes and was diagnosed with stable angina (ccs class iii), and was referred for cardiac catheterization. Thirty seven days post index procedure, the patient underwent cardiac catheterization. The proximal lad was treated with a 3.0 x 20mm taxus stent with 5% residual stenosis. There was a plaque shift into the diagonal branch that was treated with kissing balloon inflations. The patient was discharged the next day on aspirin and clopidogrel.